Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8352-50. Serial: (B)(4). Batch: 2000014781.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.